Event description:
The email received for the (B)(4) study indicated that during index procedure following deployment of an 8x30mm precise pro rx stent the patient had no flow in his left carotid and no grip on the right arm. Some 25mcg neosynephrine was administered. Post-dilatation was performed with a 4.0x20mm apex balloon at 16 atm followed by administration of the same dose of neosynephrine. The balloon and angioguard embolic protection device were removed followed by administration of the same dose of neosynephrine. Carotid angiography was performed after which the patient was not responding to verbal commands. More neosynephrine was administered and the patient had aphasia with no grip to right arm. The patient also had aphasia which was diagnosed as a transient ischemic attack. The patient's mental function gradually improved back to normal within 30 minutes. The patient was symptomatic at the time of the intervention with baseline nih stroke scale score of 4 (evaluation done one week prior to the procedure). Pta was performed on an 85% occluded lesion in the ostium of the left internal carotid artery of 10mm in length in a 6.0mm vessel diameter. The arch ii lesion was eccentric with mild vessel tortuousity. A 6mm medium support angioguard rx embolic protection device was deployed and the lesion was pre-dilated. An 8x30mm precise pro rx stent was deployed at the target site. There was no dissection documented.

Manufacturer narrative:
Concomitant devices: boston scientific encore 26 advantage kit, cook 6f shuttle tuohy borst 90cm, 125cm cook-davis catheter, abbott copilot hemostasis valve, angioguard rx (lot# 70510507; cat# 601814rmc),4.0x15mm boston scientific maverick2 monorail coronary dilatation balloon, 4.0x20mm boston scientific apex monorail balloon. Concomitant medications: pre-procedure, aspirin. Intra-procedure included heparin, atropine, neosynephrine and sodium bicarbonate. Post-procedure medications included aspirin and clopidogrel. The complaint received states that during the index procedure, this (B)(4) study patient suffered hypoperfusion and tia. This is a (B)(6) male with medical history including hyperlipidemia, diabetes mellitus, coronary artery disease and hypertension. This patient meets the high risk criteria of bilateral artery stenosis as determined by angiography in which both carotid arteries require treatment as defined as: symptomatic on both sides with >/= 50% stenosis, or asymptomatic on both sides with >/= 80% stenosis, or symptomatic with >/= 50% stenosis on one side, and asymptomatic with >/=80% stenosis on the other side. The patient was symptomatic at the time of the intervention with baseline nih stroke scale score of 4 (evaluation done one week prior to the procedure). Pta was performed on an 85% occluded lesion in the ostium of the left internal carotid artery of 10mm in length in a 6.0mm vessel diameter. The arch ii lesion was eccentric with mild vessel tortuousity. A 6mm medium support angioguard rx embolic protection device was deployed and the lesion was pre-dilated. An 8x30mm precise pro rx stent was deployed at the target site. There was no dissection documented. Following deployment of the 8x30mm precise pro rx stent the patient had no flow in his left carotid and no grip on the right arm. Some 25mcg neosynephrine was administered. Post-dilatation was performed with a 4.0x20mm apex balloon at 16 atms followed by administration of the same dose of neosynephrine. The balloon and angioguard embolic protection device were removed followed by administration of the same dose of neosynephrine. The patient also had aphasia which was diagnosed as a transient ischemic attack. The hypoperfusion was resolved with medical therapy. The patient's mental function gradually improved to baseline within 30 minutes. The angioguard was discarded and the stent remains implanted thus unavailable for analysis. Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15299167 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). No other issues were noted that were considered potentially related to the reported complaint. No excursions were found for lot 15299167. No nonconformance records were issued for this lot. Hypoperfusion and tia are well-known potential adverse events associated with the carotid stent implantation procedure. Tia is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. Hypoperfusion is associated with various possible events; such as lesion debris released after the stent is implanted and arterial spasm. The function of the angioguard device is to trap and collect the debris released from the lesion and prevents it from traveling into the cerebral vasculature. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that vessel, lesion and procedural issues may have contributed to the reported events. This is one of two devices associated with the reported event that were submitted under the following manufacturing numbers 9616099-2011-00216 and 1016427-2011-00024.